Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert due to high pacing impedance and oversensing. Lead fracture is suspected. The lead was explanted and replaced. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).